Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient expired. The patient was seen in the office for follow up on (B)(6) 2015, the device was normal. When he was seen again on (B)(6) 2015 he was complaining of infrequent chest pain and medications were adjusted. There is no known allegation from a health professional that suggests the death was related to the device. It was reported that the cause of death was unknown. No further information is available at this time.